Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, slowness in authentication process. Users reproduce the issue in test environment but it takes 15 to 25 sec after entering username. There were no adverse events or injuries reported based on this event.